Event description:
It was reported that no capture and increased impedance (3000 ohm) were observed on this lv lead and the rv lead showed insulation damage. No adverse patient events were reported. Lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 15th of september 2022 and 12th of may 2023 recorded a lv pacing impedance of >3000 ohms and a slightly fluctuating rv shocking impedance of around 60 ohms. No iegm episodes were available for analysis. The provided x-ray movie showed an exposed conductor cable of the rv lead in the distal region. An interaction between the sentus and the protego in the region of the damage cannot be excluded. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.